Event description:
It was reported that during a nephrectomy procedure, when the surgeon reinstated the instrument, the 4-40 stud on the handpiece borke. Changed of use electrosurgery device to finish the procedure. There was no reported patient consequence.